Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the lot number is not available.

Event description:
(B)(4). Reason for original complaint clinical reports migration/loosening of the stem. **update received 05/10/2016. The sales rep has reported the revision surgery. Patient was revised to address elevated metal ion levels and pain. Updated the stem. Added head/liner. *complaint was updated on 05/19/2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 05/10/2016- the sales rep has reported the revision surgery. Patient was revised to address elevated metal ion levels and pain. Updated the stem. Added head/liner. Complaint was updated on 05/19/2016 update rec'd 8/18/2016- litigation received. It is alleged the patient suffers from pain and discomfort. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds one other reports against the femoral stem product and lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The search and/or review of device history records was not possible against the unknown devices. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 10/5/2016-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and discomfort. Labs indicated metal ion levels were below 7ppb. No loosening wsa noted. Part/lot is being updated.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds one other reports against the femoral stem product and lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.